Manufacturer narrative:
(B)(4). This lot was manufactured from june 12, 2014-june 13, 2014. Evaluation summary: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was filled with water for a functional flow test, and continuous flow was observed at the distal luer. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not deliver its contents to a patient. This occurred during infusion of 3.0 mg of fluorouracil in 0.9% normal saline for a total volume of 225 ml. The device was connected to the patient for the infusion; however, when the patient returned to the hospital 48 hours later, it was found that no solution had infused. The patient's infusor was then replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.